Event description:
It was reported that the customer have recently received many complaints regarding leaking cassettes. Internal investigation at the customer has shown that the transition from the pouch to the hose does not appear to be properly sealed. This batch has been in production at the customer since (B)(6). Since then, significantly more deviations than normal have been found and can be traced back to this batch. The medication cassettes are manually filled. Internal procedure prescribes that the cassettes are first vented before filling. Cassettes contained benzylpenicillin, flucloxacillin, furosemide and morphine. No patient injury was reported.

Manufacturer narrative:
Visual inspection and functional testing was performed on seven samples returned in used conditions without their original packaging decontaminated. The samples didn't present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the failure mode reported. Leak testing on the units received were performed and the samples units didn't pass the leak test. The complaint is confirmed. The sample unit was fill with colored water using a syringe and leak was detected in the pump tube. The most probable root cause is that the cassette with leak in the bag was not properly segregated during leak test operation. A device history review (DHR) was performed, and no problems or issues were identified during this DHR review.

Manufacturer narrative:
Other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report is no longer considered reportable, please disregard any MDR reports associated with it.